Event description:
It was reported that approximately two years after right knee revision, the patient needed medical intervention due experiencing pain and tenderness. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Femoral distal augment cemented size 7, 7+ 10 mm thickness catalog # 42556606210 lot # 64336285. Femoral posterior augment cemented size 7, 7+ 5 mm thickness catalog # 42556806205 lot # 64661844. Femoral distal augment cemented size 7, 7+ 10 mm thickness catalog # 42556606210 lot # 64336285. Femoral posterior augment cemented size 7, 7+ 5 mm thickness catalog # 42556806205 lot # 64635880. Femur cemented standard right size 7 catalog # 42504606202 lot # 64779915. Stem extension 6mm offset splined uncemented 14 mm diameter +135 mm length catalog # 42560613514 lot # 64729231. Tibia fixed cemented right size e stem extension use required catalog # 42542007102 lot # 64454890. Tibial augment cemented half block right medial size ef 10 mm thickness catalog # 42555805410 lot # 64648417. Articular surface fixed bearing constrained condylar knee (cck) right 12 mm height use with tibia sizes e, f / revision femur sizes 7, 7+, 9, 9+ with catalog # 42522800712 lot # 64372524. Tibial augment cemented half block right lateral size ef 5 mm thickness catalog # 42555805205 lot # 64594693. Tibial central cone size x-small catalog # 42545000510 lot # 64500861. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Product was not returned as it remains implanted. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Medical record has been reviewed. Significant findings include there is a patellar avulsion fracture as noted. The locking and clicking sensation described by the patient seems unusual for this radiographic finding. Other than the patellar fracture, there is no radiographic evidence of trauma. However, only a small portion of the distal femur is included on the images submitted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two years after right knee revision, the patient needed medical intervention due experiencing pain and tenderness. X-rays indicate fracture of patella.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision. Subsequently, the patient began to experience severe pain and tenderness of the pes anserinus and iliotibial tract. The patient began cortisone injections approximately 17 months after the revision. The issue was eventually resolved approximately 17 months after initiation of the cortisone injections. The patient tolerated the procedure well and no further complications have been reported. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision. Subsequently, the patient began to experience severe pain and tenderness of the pes anserinus and iliotibial tract. The patient began cortisone injections approximately 17 months after the revision. The issue was eventually resolved approximately 17 months after initiation of the cortisone injections. During this time, approximately 7 months after the initiation of the cortisone injections, the patient experienced an isolated incident of the knee being locked in deep flexion. The patient was treated conservatively and placed in a knee immobilizer for a month. All implants remain in place. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The product remains implanted; therefore, visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a health care professional/radiologist. The review identified a patellar avulsion fracture as noted. The locking and clicking sensation described by the patient seems unusual for this radiographic finding. Other than the patellar fracture, there is no radiographic evidence of trauma. However, only a small portion of the distal femur is included on the images submitted. Medical records were provided and reviewed by a health care professional. The review identified obesity, immunosuppressant therapy, oral steroid use and lymphedema as contributing factors to the event. Pain has started 12 month post implantation with nothing specific noticed on the x-ray. Patient had steroid injection for pes anserinus bursitis and iliotibial band tenderness approximately 1 year and 5 months post op. Approximately 4 months and 2 weeks later, the patient suffered from discomfort, pain, tenderness of gerdy¿s tubercle and tenderness of pes anserinus and iliotibial track. Cortisone injection to pes bursa and pes bursa/it ban was performed. Lymphedema from pre-existing condition was noticed. No lysis, loosening, or wear was observed on the x-ray. Patient was diagnosed with pes anserinus bursitis & tendonitis, topical anti-inflammatory cream was prescribed. 1 month later patellar fracture ¿ superior pole avulsion fracture was noticed. Patient states that the right knee locked in deep flexion and she almost fell. Patient denies any injury. This occurred one time. She said it locked and she had to manually pull it out. It ¿clicked¿ for about four hours. (Isolated incident while patient was in deep flexion). Knee was immobilized and topical anti-inflammatory cream was used as treatment. This was resolved approximately 1 month and 2 weeks later . 3rd steroid injection for ongoing mild pes anserinus bursitis and iliotibial band tenderness was performed. Mild pain, total flexion 121-125 degrees was then noticed approximately 1 year and 8 months later. Radiolucency- 1mm in zone 29 (less than 2mm is considered insignificant; therefore, an incidental finding) was noticed on the x-ray. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.